Event description:
Reportedly, the jaws of the instrument locked on tissue and required a minor laparotomy to retrieve the instrument from the site. Procedure: sympathectomy. Pt status: no pt injuries reported.